Event description:
Made aware on this date that the novasure handpiece failed to pass the two part assessment. A second handpiece was obtained and functioned as intended. There was no patient harm and no adverse event. Reporting for manufacturer awareness.